Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event took place in 2015. A specific date could not be obtained. The bur was discarded by the customer. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
From the article published in the "ophthalmic plastic and reconstructive surgery" in volume 33, no. 1, in 2017 titled intraoperative instrument fracture during endoscopic dacryocystorhinostomy by mohammad javed ali, f.r.c.s. And milind n. Naik, m.d. The article presents a 2.5mm, 15 degree curved, high speed dcr bur that broke halfway through the osteotomy. The surgeon was performing an endoscopic dacryocystorhinostomy. The bur broke between the distal 1/3 and proximal 2/3. The distal portion of the bur, with the diamond head, remained partly embedded into the frontal process with the distorted breakage point in contact with the septal mucosa without any trauma within the nasal cavity. The distal portion was gently retrieved using forceps and a small amount of scattered metal debris (fragments) were also removed. There was no trauma to the lacrimal sac. The case was completed with a replacement bur.